Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seasonal allergy, airway complication of anesthesia, cesarean section, laparoscopy and tubal ligation. Previously administered products included for an unreported indication: prometrium. Concurrent conditions included asthma, meniere's disease, fluid retention, dysfunctional uterine bleeding, benign polyp of uterus, post coital bleeding, intramural leiomyoma of uterus, nabothian cyst, myringotomy, pelvic adhesions, hemostasis, retroverted uterus and cervical spinal stenosis. Concomitant products included budesonide;formoterol fumarate (budamate) since 1995, diazepam (valium), hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2008, hydrochlorothiazide;triamterene (dyazide) since 1995, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2015 to (B)(6) 2015, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) since 2004 to (B)(6) 2007, misoprostol (cytotec), naproxen from (B)(6) 2007 to (B)(6) 2008, salbutamol (albuterol) since 1995, zolpidem and zolpidem tartrate (ambien) from (B)(6) 2005 to (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2013 underwent ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, migraine, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Impression: there is no uterine tube opacification at or distal to the level of the essure devices. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality-safety evaluation of product technical complaint. On 3-sep-2019: incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('fracture'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seasonal allergy, airway complication of anesthesia, cesarean section, laparoscopy and tubal ligation. Previously administered products included for an unreported indication: prometrium. Concurrent conditions included asthma, meniere's disease, fluid retention, dysfunctional uterine bleeding, benign polyp of uterus, post coital bleeding, intramural leiomyoma of uterus, nabothian cyst, myringotomy, pelvic adhesions, hemostasis, retroverted uterus and cervical spinal stenosis. Concomitant products included budesonide;formoterol fumarate (budamate) since 1995, diazepam (valium), hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2008, hydrochlorothiazide;triamterene (dyazide) since 1995, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2015, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) since 2004 to (B)(6) 2007, misoprostol (cytotec), naproxen from (B)(6) 2007 to (B)(6) 2008, salbutamol (albuterol) since 1995, zolpidem and zolpidem tartrate (ambien) from (B)(6) 2005 to (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2013 underwent ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, dysmenorrhoea, dyspareunia, depression, anxiety, migraine, fatigue, weight increased, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs.paient recived treatment for pain,bleeding,fracture,perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion impression: there is no uterine tube opacification at or distal to the level of the essure devices. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Lot number: 624493, manufacturing date: 2007-05, expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('fracture'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seasonal allergy, airway complication of anesthesia, cesarean section, laparoscopy and tubal ligation. Previously administered products included for an unreported indication: prometrium. Concurrent conditions included asthma, meniere's disease, fluid retention, dysfunctional uterine bleeding, benign polyp of uterus, post coital bleeding, intramural leiomyoma of uterus, nabothian cyst, myringotomy, pelvic adhesions, hemostasis, retroverted uterus and cervical spinal stenosis. Concomitant products included budesonide;formoterol fumarate (budamate) since 1995, diazepam (valium), hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2008, hydrochlorothiazide;triamterene (dyazide) since 1995, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2015 to (B)(6) 2015, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) since 2004 to (B)(6) 2007, misoprostol (cytotec), naproxen from (B)(6) 2007 to (B)(6) 2008, salbutamol (albuterol) since 1995, zolpidem and zolpidem tartrate (ambien) from (B)(6) 2005 to (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2013 underwent ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, dysmenorrhoea, dyspareunia, depression, anxiety, migraine, fatigue, weight increased, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs.paient recived treatment for pain, bleeding, fracture, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Impression: there is no uterine tube opacification at or distal to the level of the essure devices. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "device breakage" added. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 38-year-old female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seasonal allergy, airway complication of anesthesia, cesarean section, laparoscopy and tubal ligation. Previously administered products included for an unreported indication: prometrium. Concurrent conditions included asthma, meniere's disease, fluid retention, dysfunctional uterine bleeding, benign polyp of uterus, post coital bleeding, intramural leiomyoma of uterus, nabothian cyst, myringotomy, pelvic adhesions, hemostasis, retroverted uterus and cervical spinal stenosis. Concomitant products included budesonide;formoterol fumarate (budamate) since 1995, diazepam (valium), hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2008, hydrochlorothiazide;triamterene (dyazide) since 1995, hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen from (B)(6) 2015 to (B)(6) 2015, ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins) since 2004 to (B)(6) 2007, misoprostol (cytotec), naproxen from (B)(6) 2007 to (B)(6) 2008, salbutamol (albuterol) since 1995, zolpidem and zolpidem tartrate (ambien) from (B)(6) 2005 to (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2013 underwent ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, migraine, fatigue, weight increased, abdominal pain and back pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion impression: there is no uterine tube opacification at or distal to the level of the essure devices. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Events abdominal pain, back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, seasonal allergy, airway complication of anesthesia, cesarean section, laparoscopy and tubal ligation. Previously administered products included for an unreported indication: prometrium. Concurrent conditions included asthma, meniere's disease, fluid retention, dysfunctional uterine bleeding, benign polyp of uterus, post coital bleeding, leiomyoma, nabothian cyst, myringotomy, pelvic adhesions, hemostasis, retroverted uterus and cervical spinal stenosis. Concomitant products included budesonide; formoterol fumarate (budamate) since 1995, diazepam (valium), hydrochlorothiazide from (B)(6) 2006 to (B)(6) 2008, hydrochlorothiazide; triamterene (dyazide) since 1995, hydrocodone bitartrate; paracetamol (vicodin), hydrocodone; paracetamol (acetaminophen; hydrocodone), ibuprofen from (B)(6) 2015, ketorolac tromethamine (toradol), minerals nos; vitamins nos (prenatal vitamins) since 2004 to (B)(6) 2007, misoprostol (cytotec), naproxen from (B)(6) 2007 to (B)(6) 2008, salbutamol (albuterol) since 1995, zolpidem and zolpidem tartrate (ambien) from (B)(6) 2005 to (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and lysis of adhesions and on (B)(6) 2013 underwent ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, migraine, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Impression: there is no uterine tube opacification at or distal to the level of the essure devices. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: lot number added. New events added - abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, perforation (fallopian tube(s)), fatigue, perforation (uterus), weight gain". New reporter's, plaintiff's information,concomitant conditions and drugs, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.